Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the health care professional (hcp) requested boston scientific technical services (ts) why an alert had been received that indicated monitoring for this insertable cardiac monitor (icm) was disabled due to a possible icm device issue. The hcp also inquired about the actions that should be taken. Ts reviewed the alert and discussed the recommendation for this scenario would be to replace the icm device. No adverse patient effects were reported. Icm device remains implanted at this time.